Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2023. It was reported that the patient has, pain and new urinary/bowel symptoms (not baseline) of urinary incontinence, incontinence (unknown if bowel or urinary), constipation and dysuria (difficulty or pain urinating). The issue is ongoing. On (B)(6) 2023 the patient reported still experiencing retention.